Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, while the surgeon was tightening the cable, it snapped at the cable crimp. The fractured cable was removed from the patient and the surgery was successfully completed with another similar implant. No further patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the event could not be confirmed. DHR was reviewed and no discrepancies were found. There are warnings in the package insert regarding this type of event and associated risks are addressed in risk documentation. Review of the complaint history determined that no further action is required as no were trends identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.